Manufacturer narrative:
A video was returned showing a leaking microclave with internal fluid. The leak appears to be leaking at the base of the clave body. The complaint of leakage can be confirmed based on the returned video. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. An additional two pictures were returned showing the front and back of a packaged microclave. The complaint of leakage can be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a microclave connectors where it was reported that leaking occurred causing the patients bed to get wet. Here is no information on exactly how many units have been reported and the samples are not available for evaluation. No additional information was received on this case.

Manufacturer narrative:
A video was returned showing a leaking microclave with internal fluid. The leak appears to be leaking at the base of the clave body. The complaint of leakage can be confirmed based on the returned video. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. An additional two pictures were returned showing the front and back of a packaged microclave. The complaint of leakage can be confirmed. The probable cause is due to a molding error in manufacturing. A lot history review could not be conducted because no lot number(s) was/were identified.